Manufacturer narrative:
No patient was involved. Date of event 31-aug-2020.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with minor scratches on lcd lens screen. Event history log review was performed and found evidence of reported problem. Visual inspection, power up self test and functional testing were performed and passed. The customer reported issue could not be duplicated. According to the investigation, the device passed the power up self-tests with no error alarm. According to the investigation the cause of the reported issue is unknown; error was found in the pump event history log. Preventive action taken. Re-install /load software as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 46228. No reported adverse effects.